Manufacturer narrative:
Resubmission of 2015 MDR per FDA request. (B)(4).

Event description:
The customer reported the ventilator alarmed with vent inop watchdog test failed. The customer reported the unit was not in use on patient.